Event description:
Nurse stated that the pt's death was device related. The pt had a device pocket infection. The pt was transplanted and died post transplant due to the infection.

Manufacturer narrative:
Based on the hospital's user facility report which states that "it is unclear that the device was implicated in the outcome" and with the device having been buried with the pt, the manufacturer now believes that this event is no longer MDR reportable. However, the manufacturer reviewed manufacturing records which revealed that the device met all applicable specifications upon manufacture and at implant the device was still within the sterility expiration date. There is no evidence showing that the device was a possible cause for the reported complication. Based on the info available, no conclusion can be drawn as to the cause of this event. No further info is available. The manufacturer is now closing its file on this event.